Event description:
A customer reported that a ventilator does not hold the charge. It was reported that the device was not in patient use when the issue was discovered. There was no allegation of patient or user harm. The philips field service engineer followed up with the head nurse and the nurse stated that the ventilator did not keep a charge if disconnected from the network and displayed a battery failure error message. A battery was ordered. Further information was requested regarding this event. A follow up report will be sent if repair is completed or if/when new information becomes available.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The philips international field service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.